Event description:
Following a routine dental cleaning, the pt said it felt like there was something loose in his mouth. He pulled out the dental mirror. There was no pt injury reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.